Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed out pump supplies, to address the alarm and resumed insulin delivery. Reportedly, customer had an elevated blood glucose (bg) level (value not provided). The customer declined to provide additional information regarding the issue.